Event description:
Patient was treated with a reusable applicator without incident. User facility reported thermal injury to adjacent tissue, requiring surgical intervention.

Manufacturer narrative:
The company analyzed the mea system's treatment data file and application associated with this event. The conclusions of the analysis shows that the mea system was functioning within operating specifications at the time of the treatment, and no malfunction or performance deviations were present.